Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room approximately one week after implant, suspecting that a shock had been received. Device interrogation revealed that therapy was not delivered, however, high right ventricular (rv) lead thresholds were noted. Diminished r-waves were also reported. The lead was reprogrammed and ultimately repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.